Event description:
It was reported that the patient had frequent low flow alarms and their system controller had red hazard broken heart alarms when the flow was less than 2.5 lpm of flow. The patient was stable. The site requested the 2.0 low flow alarm software upgrade and the clinical upgraded the software on site. It was reported that the patient passed away due to a cerebral vascular accident (cva) related to a possible thrombus in the left carotid artery.

Manufacturer narrative:
Date of death was estimated. Official date was requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Confirmation of death was requested but no additional information was received. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke and patient outcome could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms were unable to be confirmed as no log file was submitted for review. A specific cause for the reported low flow alarms could not be determined through this evaluation. The account reported that the patient had frequent low flow alarms and requested low flow software, which was installed on the patient¿s system controllers on 04apr2022. The account reported on (B)(6) 2022 that the patient expired due to a cerebrovascular accident. The account reported that a possible clot in the left carotid artery had caused the stroke, and care was withdrawn. Additionally, the device was not explanted and would not be returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) and the heartmate 3 lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ lists stroke and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values and suggested anticoagulation modifications. Section 6 also lists neurological dysfunction and thromboembolism as potential postimplant complications. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm (liters per minute), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers are currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information provided. The manufacturer is closing the file on this event.